Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to high blood glucose. Blood glucose reading at the time of admission was 325 mg/dl. The insulin pump had alarmed for no delivery prior to the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Customer stated that he would like to have a replacement insulin pump sent. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.